Event description:
The manufacturer's representative reported that since the patient had "spinal hardware surgery", she has had intermittant episode of what appears to be intrathecal baclofen overdose, but has also needed increased dosing. A catheter access dye study was done and reported as negative and the pump reservoir volumes have been accurate. The patient was admitted to the intensive care unit with overdose symptoms including flaccidity and unresponsiveness. The hcp decreased the intrathecal medication dose with no change in the patient status. A follow up report will be sent when additional information is received.

Event description:
Additional information from the hcp reports the patient was also experiencing sedation. The catheter and pump were replaced. The patient is reported to have recovered without sequela.